Event description:
It was reported that the patient experienced erosion due to an inflatable penile prosthesis (ipp) cylinder. The cylinder applied pressure and eroded the tissue against the urethra. As a result, the ipp was removed and a new one was implanted. The patient has fully recovered.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.